Event description:
Tip of needle broke off and was not found. Sales representative confirmed that the break did occur while the needle was in the patient. The surgeon was not overly concerned. He felt that he would do more damage trying to find it. He did flush the site but did not take an x-ray to confirm if it remained in the patient. At this time there are no plans to take further action. The patient has not complained about any abnormal pain since the surgery.

Manufacturer narrative:
Needle was returned with distal tip broken free at the notch location. Tip was not returned. Magnification shows no voids in the material. No conclusions could be made for the device breakage.